Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the ventrio st mesh may have caused or contributed to the events as alleged. To date this is the only reported complaint for this manufacturing lot of 146 units released for distribution in march, 2016. Adhesion formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use, provided with the device, as a possible complication. Based on the information as reported at this time, no conclusion can be made should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2017 the patient underwent laparoscopic / open umbilical hernia repair and was implanted with a davol ventrio st mesh. As reported 2 months post implant the patient presented on two occasions with occlusive episodes. The patient underwent medical treatment and the episodes resolved. As reported "imaging indicates an organic lesion level in relation to the prosthesis and laparoscopy reveals an inflammatory agglutination of loops in contact with the prosthesis." As reported on (B)(6) 2018 the patient underwent a procedure to explant the ventrio st mesh.